Manufacturer narrative:
Follow-up #1 and final report submitted to correct and to update based on the results of investigation. Reported event: an event regarding soft tissue damage involving 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method and results: device history review: a review of the DHR associated with rio 257 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding soft tissue damage. There were no other reported events for the listed catalog number. Conclusion: device inspection could not be performed, no session data was provided. Three communication attempts were made. Session files were not provided for evaluation.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case surgeon felt the burr nicked the medial aspect of the acl but the plan wasn't near the acl. The surgeon had difficulty placing the tibial implant into the knee "because of all of her fat and soft tissue. The surgeon felt that clinically, the patient would be fine." The case was completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case surgeon felt the burr nicked the medial aspect of the acl but the plan wasn't near the acl. The surgeon had difficulty placing the tibial implant into the knee "because of all of her fat and soft tissue. The surgeon felt that "clinically, the patient would be fine." The case was completed successfully.